Event description:
Medtronic received a report that the marathon catheter snapped in the left vertebral artery at level v4 when the physician tried to remove it to conclude the procedure. Onyx 18 was used and it's believed the catheter got stuck within the cast. There was catheter separation due to onyx entrapment. The onyx will not be returned for investigation because it is implanted in the patient. The physician paused during injection. There was no onyx reflux. The catheter was broken at the distal end. All segments were not removed from the patient. There were no surgical or medicinal interventions required. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for embolization of rectal avm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis#: (B)(4): as found condition: the marathon micro catheter was returned for analysis within a shipping box, a sealed pouch, and a plastic resealable pouch. Damage location details: dried onyx was found within the marathon catheter hub. No other damages or irregularities were observed with the catheter hub. No bends or kinks were found with the marathon catheter body. However, the catheter body was found to be separated at ~147.4cm from the proximal end of the catheter hub. The tubing material exhibited plastic deformation (jagged edges, stretching, necking). This indicates that the tubing material separated due to tensile failure. Compared to the product drawing, ~23.7cm of the marathon catheter distal end was found to be separated and not returned. The marathon catheter appears to have separated at the proximal shaft, and distal segment subassembly fuse joint. Testing/analysis: the marathon catheter's total length was measured to be ~147.4cm, and the usable length was measured to ~141.3cm. Conclusion: based on the device analysis and reported information, the customer's "catheter separation/break" report was confirmed as the returned marathon catheter was found separated at the fuse joint. The reported onyx entrapment of the marathon micro catheter likely contributed to the separation. Possible causes of "catheter separation due to entrapment" include reflux, vasospasm, angioarchitecture, or user exceeding 20cm of traction. It was reported there was no onyx reflux, and the patient's vessel tortuosity was "normal," ruling out "reflux" and "angioarchitecture" as potential causes. Information regarding if there was any vasospasm was not reported; therefore, "vasospasm" could not be ruled out as a potential cause. As the tubing material exhibited plastic deformation, force was likely used to retrieve the marathon micro catheter, exceeding 20cm of traction, causing the catheter to separate. The cause for the catheter separation was use-related. However, the cause of the catheter entrapment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.